Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on the act button crease. The device was also received with minor scratches on the display window, a deep scratch on the keypad overlay, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the act button on the insulin pump had a dent in it and it doesn't feel right. The customer's blood glucose was 166 mg/dl. Customer stated he wears the device in his back pocket, which it may have caused the damage on the device. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The customer agreed to return the device for analysis.